Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g98a OEM scaler, the insert was getting hot; no injury resulted.

Manufacturer narrative:
Evaluation found unit to be out of calibration. Max power only showing about 12 watts. The sterimate handpiece is worn. Warm handpiece and insert can not be cause by low wattage, this condition would cause low oscillation which would cause lower temperatures.